Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a nurse cut her self on the white vial adapter. An unknown vila and zosyn mini bag were attached to the vial mate. This was observed during reconstitution. No additional information is available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. A batch review could not be performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). An evaluation of the reported condition could not be performed because samples were not available for evaluation and the lot number is unknown. A follow-up report will be submitted if additional information becomes available.